Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited high threshold measurements. A surgical procedure was done to explant this lead and implant a new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was discarded at the facility. Without a returned lead, it is not possible to confirm how this lead may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.